Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, the pt lost stimulation. The device could not communicate with the programmer or charger. The sales representative met with the pt and tried several troubleshooting techniques as well as another charger, to no avail. On (B)(6) 2010, the ipg was explanted and replaced.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.